Event description:
It was reported that a balloon ruptured occurred. The moderately tortuous target lesion was located on the cephelic vein. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for used during a shunt percutaneous transluminal angioplasty procedure. During the third inflation, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 1mm distal to the distal end of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified that the hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the device. No other issues were identified during the product analysis.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon ruptured occurred. The moderately tortuous target lesion was located on the cephelic vein. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for used during a shunt percutaneous transluminal angioplasty procedure. During the third inflation, it was noted that the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.